Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic sling system during a procedure on (B)(6) 2007. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). All other information is unknown.

Event description:
According to the physician, post procedure in (B)(6) 2009, the patient complained of a burning feeling during urination. An unknown medication was prescribed for the issue. The patient was last seen in (B)(6) 2010 and reportedly all wounds were healed and she had minimal pain. All other information is unknown and unavailable.